Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead presented to the hospital with complaint of chest pain. A computerized tomography (CT scan) was performed and revealed a pericardial effusion, however, no lead perforation was observed. Pacing impedance measurements were noted to have decreased from 500 to 260 ohms on the ra lead, however, all other lead measurements were stable and within normal limits. A pericardiocentesis was performed and the fluid was drained. The pericardial fluid tested positive for infection and the incision on the device pocket appeared infected. The patient was treated for the infection with antibiotics and the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.